Event description:
Complainant alleged that while attempting to treat a 76-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
The device was returned to a zoll business partner for evaluation. The customer's report could not be duplicated during testing. Log review identified three instances where the pads briefly disconnected, followed by a loss of ECG signal. Each instance resolved automatically when the pads were reconnected. Additional defib cable faults were noted, though ECG signals remained visible during those times. Inspection of the multifunction cable (mfc) and CPR-d connector found them functioning properly. The electrode pads used during the event were not returned for evaluation. The device was recertified and returned to the customer. The operator's guide instructs that for a cable fault prompt to check the pad or cable and replace if necessary. No trend is associated with reports of this type.